Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and duplicated the reported event. The fse determined the likely affected assembly the main printed circuit board (pcb) and a replacement was ordered by the fse. At this time, vyaire medical failure analysis laboratory has not received the suspect main pcb for evaluation.

Event description:
The customer reported an undetermined 'transducer fault" alarm on this ventilator device. The customer stated no patient involvement with this event.